Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (product was discarded). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery the cement harden time of the optipac reforbacin bone cement varies from just a few minutes to 20 minutes, although the products are stored to room temperature and placed one next to each other.

Event description:
It has been reported that during surgery the cement hardening time of the optipac refobacin bone cement varies from just a few minutes to 20 minutes, although the products are stored to room temperature and placed one next to each other. There are in total five optipac systems involved, four other reports were submitted (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The product analysis can't be performed as the product was not returned. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.